Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the attachment device device temperature was above specification and too hot due to worn bearings. It was further determined that the device failed pretest for temperature assessment. It was noted in the service order that the device bearings were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown, however it was noted that the event took place in (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.